Event description:
The facility reports the resident was raised out of the wheelchair by the caregiver using the lift and placed on the toilet. The wheelchair was located next to the toilet. During the raising to standing position from the toilet, the caregiver heard a breaking noise early in the lifting cycle, after which the resident was placed back on the toilet immediately. The caregiver then called for her colleague. The colleague turned out to be temporarily occupied for a while at the time. The caregiver then transferred the resident from the toilet to the wheelchair using the lift, the hurt arm hanging limp next to the sling. Afterwards the situation was evaluated together with the colleague, after which the nursing coord of the nursing dept was informed. The evenings' coord then advised to go to the hosp and there a broken bone in the arm was diagnosed; the resident received a sling bandage. Add'l info of the investigator: a reconstruction with those involved does not supply any info as to how the incident could have taken place. Comments of the interviewed caregiver: the resident had decubitus wounds on both feet at the time of the incident and was wearing bandage shoes. It is not known, but it could be that the resident moved her weight during the transfer with the lift because of pain in her feet. The arjo reporter added, from a medical perspective, the resident has been diagnosed with cva at the left brain with a hemi-image on the right with few rest indications. It is possible that the resident was not able to bear loads with her right arm so much in the past. The latest product training had taken place in (B)(6) 2004. For reasons of convenience, the date of 30-06 was used. (B)(4).

Manufacturer narrative:
No goods were returned for investigation, no pictures were supplied. The lift has been found to be in good working condition, no reported damage, although the lift has to date not been inspected by arjo-qualified svc tech. Although reported to be used in dry conditions, the accident occurred while lifting the pt from a toilet situated in an open-plan bathroom - typically considered a humid or wet environment. The toilet in question was an invalid-toilet, with two handrails/supports on either side. The pt was known to have decubitus wounds at both feet and was wearing bandage shoes. No leg-fixation strap was applied at the time. The pt has a history of cva on the left brain. The resident did not suffer skin breach as a result of the incident; she did not even show a pressure spot. She is reported to have recovered fully. It was not reported or described into detail at what stage of the lifting cycle the resident's arm broke, or what part of the lift or possible obstacle might have caused the arm to break. The MFR cannot reach a conclusion due to lack of info as to what broke the arm of the resident and when in the lifting cycle it occurred. Based on the received info, no corrective actions towards the product are needed. For reasons of prudence, we advise a technical check-up of the pt hoist, and a reminder to the care personnel to use the sara 3000 as described in the manual, in particular the last page of the "using your sara 3000" section, paragraphs three and four.